Manufacturer narrative:
Device passed displacement test and self test. All the buttons functioned properly and no stuck button error alarm, missing segments/partial display or moisture damage on keypad traces noted. Keypad connector was fully locked. Device was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p cap locks properly into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer went for swimming and insulin pump got flashing display. Troubleshooting was done for flashing display. Customer reported insulin pump screen was not flashing when screen was turned on after being in sleep mode. Customer also reported that insulin pump received stuck button alarm. Troubleshooting was done for stuck button alarm. Customer was experiencing high blood glucose. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.